Event description:
It was reported that a home patient (hp) had a high drain 105 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device during drain 5. The hp stated that they had been retaining fluid because they had to miss a night of therapy the previous week. The nurse had the hp use two 4.25% bags and a 2.5% bag the previous night instead of all 2.5% bags because they were trying to get a high drain to pull some of the fluid off. The initial drain volume equaled 64ml, last fill volume equaled 199ml, and the total fill volume equaled 14393ml. The drain volume equaled 18899ml with a uf of 4505ml. The hp bypassed and stated that they felt better. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.